Manufacturer narrative:
The hill-rom technician found the foot end brake casters had cracked stems and damaged caster supports. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2008 and 2009. It is unk if the facility performed any other preventative maintenance on this bed. The technician replaced the foot end brake casters and caster supports to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report form a hill-rom technician stating the brakes were not holding at the foot end of the bed. The bed was located in hobbs basement at the account. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint (B)(4).